Event description:
The patient presented with high impedance and low output current. It was noted that the patient has been having breakthrough seizures and is unable to feel stimulation. It was noted that the device was working properly at the last appointment in january and the patient has had no trauma or injury. X-rays were performed but have not been reviewed by the manufacturer to date. It was stated in clinic notes that the chest x-ray showed in tact leads. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient went into surgery and the device showed high impedance pre-op, however after removing the generator from the pocket and performing diagnostics again, impedance was normal. The generator was replaced and all diagnostics were again normal. The lead was not replaced. It was noted that no lead breaks or abnormalities were observed during surgery. The explanted generator was discarded per hospital policy. No other relevant information has been received to date.